Event description:
A customer contacted beckman coulter inc. (Bec) indicating that cartridge chemistries (cc) were all low or suppressed for one (1) patient sample unicel dxc 600 synchron chemistry analyzer. Patient results were provided by the customer for the sample but no patient information or repeat results were provided. Glucose, blood urea nitrogen (bun), alkaline phosphatase (alp), total protein (tp), albumin (alb) and cf-s were suppressed out of instrument range low (oir lo); aspartate aminotransferase (ast) was 1 iu/ml, alanine aminotransferase (alt) was 2 iu/ml, and total bilirubin (tbil) was 0.0 mg/dl. Sodium (na), potassium (k), chloride (cl), carbon dioxide (co2) and calcium (calc) were within normal ranges. The incorrect results were not reported out of the laboratory. Customer indicated that the cc sample probe was leaking. No operators were exposed to biohazards or chemicals.

Manufacturer narrative:
The customer performed weekly and twice weekly maintenance, and ran quality control (qc). The qc was acceptable in for all the modular (mc) and cartridge chemistries (cc). The customer then ran a patient sample and got good results for the mc (electrolytes), but dl (diluted) or oir lo (out of instrument range low) errors for all the cc chemistries. The customer inspected the specimen and it appeared to be diluted. Customer technical support (cts) assisted the customer with troubleshooting the issue. The customer primed the cc sample delivery subsystems and confirmed that the cc sample probe was leaking. The customer then tightened the threaded wash line on the top of the probe and the leak stopped. Customer indicated that about 3 ml of water leaked from the probe during prime, but did not get exposed to it. The cause of the event was a loose cartridge chemistry sample probe wash solution line. The line was tightened by the customer, which resolved the issue. Service was not necessary as the customer corrected the issue. The customer indicated that the loose wash line also caused the incorrect results through the dilution of the sample.